Event description:
It was reported that the procedure was to treat a diffused calcified lesion in the mid circumflex artery. Using a femoral access site, the xience xpedition 2.75 x 48 mm was difficult to cross the lesion due to calcium and when the stent was implanted a dissection occurred; therefore, another stent was used to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use. The xience xpedition 48 is currently not commercially available in the u.s; however, is similar to a device sold in the u.s.